Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: the lift is fully functional with even a minimal amount of weight. Without weight actuator is lowering, but the boom sticks due to hardware that attaches boom to mast being too tight. Complaint was confirmed. The underlying cause is hardware that attaches boom to mast is too tight.

Event description:
The lift is fully functional with even a minimal amount of weight. Without weight actuator is lowering, but the boom sticks due to hardware that attaches boom to mast being too tight. Dealer states the user informed her that when the unit is going down and it is stopped and then they push the button to continue down it does not go down gradually, it does nothing for a few moments and then drops.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the user informed her that when the unit is going down and it is stopped and then they push the button to continue down it does not go down gradually, it does nothing for a few moments and then drops.